Manufacturer narrative:
Additional information received from customer has confirmed that the device was not an integra device, is a competitor's valve. As a result, no investigation results will be submitted for this report.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted due to inph (idiopathic normal pressure hydrocephalus) via lp (lumbo-peritoneal) shunt on an unknown date with an unknown setting. The patient developed ventricular dilatation due to underdrainage, therefore, on (B)(6), 2025, the device was explanted and replaced via vp (ventriculoperitoneal) due to shunt dysfunction.